Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation farawave (fw) was selected for use. It has been mentioned that the fw 2.0 31mm was inserted using non-boston scientific device into the left atrium (la). The 8 lesions were delivered to the left superior pulmonary vein (lspv). Th physician attempted to navigate the fw catheter to left inferior pulmonary vein (lipv). The wire was retracted into the catheter while it was deployed in the flower position. At the lipv the physician attempted to advance the non-boston scientific device into the vein lumen. The non-boston scientific device was stuck in the catheter and any attempt to move the device resulted in the catheter moving from basket to flower. The catheter was pulled out of the patient, and the physician attempted to remove the non-boston scientific device. The non-boston scientific device was unable to be removed, and another catheter and non-boston scientific device was used to complete the procedure. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.